Manufacturer narrative:
Medtronic rep went on site and confirmed that disposable perc pin does not slide into perc reference frame smoothly. There is some resistance as the pin is inserted into the frame. The site disposed of the pin and they don't want to replace the frame at this time, so it has not been returned for further analysis.

Event description:
A medtronic representative reported that the hospital's percutaneous reference frame (lot: 140403) was placed on the 150mm perc pin (lot: 2016050967) for a minimally invasive l5-s1 spinal fusion case. The surgeon wanted to make an adjustment but when trying to remove the frame, it got stuck. He ended up pulling the entire perc pin/frame assembly out of the anatomy. This was prior to any imaging and navigation was then discontinued after about 10 min delay; a c-arm was used to continue the case. No harm to the patient.